Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer¿s blood glucose (bg) level was 600-700 mg/dl. Customer administered a manual injection to address elevated bg. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low bg of 30 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg.